Event description:
It was reported that the right ventricular lead had an insulation abrasion. Upon x-ray and fluoroscopy it was noted that the lead had externalized conductors. The lead was capped and replaced on (B)(6) 2018. The patient was stable prior, during and post procedure.